Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during recorded atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Low p-waves were also observed on the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lack of sensing resulted in a mode switch, falsely terminated episodes and otherwise unnecessary pacing.